Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer did not respond to multiple attempts to obtain information for the investigation such as patient information, outcome and lot information. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. A service was performed on device 1p02466 on (B)(6) 2019. Visual inspection found no damage, all pressure calibrations were functioning correctly and within specification. An autotest and simulation were completed. All testes passed. The device was verified to be operating per manufacturer specifications. It was not possible to carry out a disposable history search since the lot number was not provided by the customer the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: based on the clinical findings, the patient developed an allergic reaction to fresh frozen plasma used as a replacement fluid.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a patient experienced a transfusion reaction during a therapeutic plasma exchange (tpe) on a spectra optia device. Per the customer they were using 1/2 albumin and 1/2 fresh frozen plasma (ffp), the reaction started as soon as they started the ffp. The physicians were notified, transfusion reaction was done and the procedure was stopped. Patient information and outcome are not available at this time. The disposable set is not available for return because it was discarded by the customer.